Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a constant tone and a blank display. Blood glucose level at the time of the incident was 129 mg/dl. The customer did not have a new battery to complete troubleshooting with. Customer stated that they would call back once they had a new battery. The insulin pump was not replaced or returned for analysis.